Event description:
It was reported that the patient had issues recharging and the replacement recharger had the same issue. The patient could connect with their programmer but they could not connect to charge. They had tried charging several times but they had no ability to charge. The doctor was having x-rays done to see if the device was flipped. It was further reported that a manufacturer representative checked the implantable neurostimulator (ins) but did not reprogram. They wanted to connect using the new card. They had not seen the x-ray yet. It was speculated that the device had flipped or that there was some sort of issue with the recharge coil. The patient was still receiving therapy at the time of the report. It was further reported that the third recharger connected well and communicated well with the implant. The patient's previous recharger would flicker prior to trying to connect and would come up with a no connect screen. The patient also had x-rays and it was determined that the implantable neurostimulator (ins) was not flipped. The device was palpated and determined to be at about 1 cm in depth. The patient was going to try recharging over the weekend. It was further reported that the third charger the patient had was working most of the time but was occasionally cutting out and displaying the same cannot connect symbol. The second recharger was not connecting to batteries and was flickering and showing an inability to connect. It was further reported that there was a coupling problem. The patient had an issue with their programmer where it was running through batteries very rapidly. At around 11 months after implant their recharger stopped communicating with their implantable neurostimulator (ins) and they saw a reposition antenna screen. The patient was given a second recharger and this connected fine. A week later the patient tried to connect with this recharger and saw the "cannot communicate" icon and was unable to recharge. The patient kept trying and on a couple of occasions they were able to connect but then it would go back to the "cannot communicate" screen. The patient was given a third recharger and this was able to connect; however, over the weekend they were still getting the "cannot connect" screen. This had happened 3-4 times. This happened without the patient moving and the recharger being in a constant position. They were going to check for a fluid sack around the implantable neurostimulator. The patient was sometimes around marine radar and rf equipment but it was all low microwave and rf emitting and the patient hadn't been around it for 6 months or near the time of the first recharger issues. The manufacturer representative had not witnessed the communication drop-outs but had received 2 chargers back and tested them on other implantable neurostimulators and they wouldn't connect. Everything was fine for 6 months and then the intermittent and increasing drop-outs started. There were no telemetry issues with the programmer. There was no fluid sac evident but the physician wanted to rule that out. It was further reported that a physician recharge was done previously and it was able to recharge the implantable neurostimulator (ins) but the patient stopped it when the ins started to heat up. There was no error message seen on any device and there was no fluid sac around the ins. The manufacturer representative suspected a chronic recharger issue since there was no stimulation issue going on. The patient's original recharger failed at 11 months, it didn't display any error message but it wouldn't find the ins. The second recharger would connect but lose connection after one minute and then reconnect when the green button was pressed and then drop connection again repeatedly. The third recharger worked fine in the presence of the representative but when the patient took it home it displayed the same behavior where it would continually lose the connection. The drop outs became more frequent over a few days. The patient had retained this charger as it was able to recharge. The ins was tight in the pocket, parallel to the skin and <(><<)>1 cm deep and the patient didn't move while recharging.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: neu_ptm_prog, product type: programmer, patient. Product ID: neu_recharger_acc, product type: recharger. Product ID: neu_recharger_acc, product type: recharger. (B)(4).